Event description:
Health professional reported right side "rippling". Healthcare professional additionally reported "not that much fluid around the implant." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, yellow particles and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel based on the device analysis the final assessment is: observed creases may be related to the reported event(wrinkling). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rippling" and "not that much fluid around the implant."

Event description:
Health professional reported right side "rippling". Healthcare professional additionally reported "not that much fluid around the implant." Device has been explanted.